Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device delivered inaccurately. Patient reported experiencing an elevated blood glucose level of 400 mg/dl. Patient stated she changed the infusion set but had no success. Patient reported she took a correction with a pen and then her blood glucose level returned to normal. Patient stated when she took correction via the infusion device, her blood glucose level showed no reaction. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.